Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had his scs ipg replaced because of uncomfortable ipg pocket site stimulation. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The reported observation of the ¿setscrew unable to torque¿ was confirmed. The root cause was due to the setscrew having been rotated counterclockwise beyond its limit, resulting in the setscrew no longer being engaged with its connector block. There is sufficient guidance provided in the clinician's manual arten600266417, page 8 connecting a lead or extension to the ipg line #2 ¿to help ensure that the lead or extension can be fully inserted into the ipg header, insert the torque wrench through the septum on the ipg header, turn the torque wrench clockwise to tighten the setscrew until the torque wrench clicks, and then loosen the setscrew again by turning the wrench counterclockwise about 2.5 times¿. A cautionary statement is also provided in the clinician¿s manual: caution: use only the torque wrench included in the extension, ipg, or torque wrench kit. If you need to loosen the setscrew, turn the setscrew (in quarter turns counterclockwise) just enough to insert or remove the lead or extension from the ipg header. Retracting the setscrew too far may cause it to come loose and fail to secure the lead or extension to the ipg.